Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recuring incontinence and a tear in the balloon. The aus balloon was explanted and replaced. There were no patient complications reported.